Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was admitted to the hospital after being "symptomatic" and was subsequently interrogated. The device had no telemetry, no magnet response, and was not pacing. During follow up, it was discovered that the patient had expired. Additional follow up on the cause of death has been inconclusive. No allegations or complaints have been made against the device system as it relates to the death of the patient.